Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, the stent dislodged from the delivery balloon in the left main artery. The dislodged stent was snared and removed from the patient's body. The procedure was ended and the patient was brought back at a later date to stent the left anterior descending (lad) artery. No further patient complications were reported and the patient was okay.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 4.00 x 20mm was returned for analysis. The stent was returned separate from the stent delivery system (sds) which was not returned. The stent was severely damaged and stretched. Lot number was not provided therefore a ship history of previous lots sent to the customer was reviewed; device history review found no issues. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, the stent dislodged from the delivery balloon in the left main artery. The dislodged stent was snared and removed from the patient's body. The procedure was ended and the patient was brought back at a later date to stent the left anterior descending (lad) artery. No further patient complications were reported and the patient was okay.